Manufacturer narrative:
There were 4 patient events associated with this product problem: same 1st and 2nd event issue, same product, 4 different patients. This report is for patient 3 of 4. MFR report numbers: 1121308-2015-00035; 1121308-2015-00036; 1121308-2015-00037; 1121308-2015-00038. Additional information received on 26 january 2016: patient 3: patient (B)(6) (photo 89/90/91). (B)(6). Graft is located: ankle and foot. Why the graft is needed: trauma wound. Was surgery performed?: yes, (B)(6) 2015. Patient impact due to the delay to perform the procedure: surgeon was angry and irritated to delay procedure, patient spent longer in hospital. How is the patient doing now? :

Manufacturer narrative:
Additional information received. How is the patient doing now? (No reply). Integra completed its internal investigation 11apr2016. The investigation included: method: review of device history records. Review of complaint management database for similar complaints. Results: based on the DHR review conducted, there is no indication that the production process may have contributed to this complaint. All test results passed the procedural specifications, and there were no observations related to error in labeling. (B)(4). Additionally, for a nonstandard work order, the manufacturing facility labels the product with a red sticker that says ¿stop ¿ non-sterile sample ¿ not for human use,¿ but does not label product as seen in the pictures provided: ¿demo ¿ not for human use.¿ since there were no nonstandard work orders related to lot 105a00294987 and no indication that the mislabeling occurred within the manufacturing facility, it is most likely that the stickers labeled ¿demo ¿ not for human use¿ were placed on the packages after release and shipment to the distribution center. Root cause for late delivery: customs delay. Root cause for shipping demo: customer service confirmed to ship demo with short expiry date- based on this dsv received qa approval from integra qa to ship item labeled as demo.

Event description:
There were 4 patient events associated with this product problem. This report is for patient 3 of 4. It was reported the surgery for an adult was delayed twice due to shipping/distribution issues. The surgery was initially planned for (B)(6) 2015. The distributor contacted the manufacturer to receive the product. When the stock was received to send to the various institutions for the surgery it was noted that the stock had red stickers on it saying not for human use, non-sterile, for demo purposes only. The surgery was postponed until (B)(6) 2015 or (B)(6) 2015. "The stock did not arrive so we postponed the cases again." On (B)(6) 2015, no device was available. Sent as replacement were regular products but arrived on (B)(6) 2015 at night so impossible to use because of expiry date. On (B)(6) 2015, the patient is still waiting a product for the surgery. It is reported the product was not in contact with the patient and there was no patient injury.